Manufacturer narrative:
(B)(4). Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: there were multiple battery alarms observed in the pump history but none of the recorded battery alarms were 128 alarms. There was no indication of excess battery usage observed in the pump black box. The pump was returned without a battery cap; a test cap was inserted for testing. The pump powered on and was exercised for 24 hours without issues. The pump current draws were tested and were confirmed to be within specifications. The pump was opened and no intermittent conditions were observed. Unrelated to the complaint, the pump display screen was found to be dim and discolored.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the pump emitted a replace battery cs 128 alarm. Upon review of the pump history, the pump showed a low battery alarm on (B)(6) 2014 and then about 2 weeks earlier on (B)(6) 2014. The reporter confirmed using lithium batteries in the pump. This complaint is being reported because, the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.